Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the diagnostics performed were unknown, the hospital would need to be contacted. The patient was administered antibiotics and an IV. The patient is still being treated. The cause of the infection is unknown. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient was going to have an MRI due to an infection of the spinal stimulation system. The indication for use was spinal pain. No device issues reported.